Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on an whipple procedure, the staple line was completed at the time of the initial procedure, however a day after the procedure the patient was brought back to operating room because there was a leak on the staple line showed when the patient undergone CT scan and they found out that the staple load had separated. To resolve the issue another operation was done and they had to repair the staple line by manual suturing. The event lead to extended hospital stay.